Event description:
According to the medwatch report company received, "a pt was taken to the o.r. For a anal fistulotomy and removal of a drain. The pt was placed in the lithotomy position and the perineal area and thighs were prepped with allegiance prevail-fx one step topical preoperative prep solution. The staff assessed the area as dry and then placed the sterile drapes. The surgeon reports that the drain was in the left anterior lateral quadrant and the skin over it was cauterized down through the tract to allow its removal. The surgeon noted a warmth on the index finger being used to aid in skin retraction. When he pulled away it was noted that the surgical glove had ignited. Shaking the finger to extinguish it resulted in the drapes igniting. The curiculating nurse immediately poured saline over drapes and the pt, extinguishing the flames. / the pt sustained 1st and 2nd degree burns in the anal, scrotal and buttocks areas. / an incident analysis was conducted and it is theorized that hte accelerant involved was 1. The prep may have pooled in the anal folds, 2 vapors from the prep may have accumulated under the drape, or 3. Methane gas may have escaped from the pt's anus.